Manufacturer narrative:
(B)(4). Conclusion: the actual cut piece of the drain was returned. During visual inspection, two small cuts on one of the ends of this piece were observed. The cuts were made with some sharp object. The failure may have occurred due to mishandling by the end user.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2011 and a drain was used. Following the procedure, the patient was admitted to the ICU. Just prior to the drain being milked, damage was found in a part of the drain that was outside the body. The surgeon cut the part of the drain shorter, connected to a low pressure suction and was able to continue to use the drain successfully. The current status of the patient is stable. There were no adverse patient consequences.